Event description:
It was reported that while using the bd phaseal¿ spike connector (c180j) there was damage. The following was traslated from japanese to english: this report is about damage to the connector part of the spike set. The connector of the spike set was damaged when disconnecting from IV connecting kit.

Manufacturer narrative:
D.4. The reported lot# [2211213]was not found for the reported catalog# [515322]. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.